Event description:
A nurse had reported that a 6060 overinfused by an unknown amount to a home patient. There was no injury to the patient involved. The settings of the pump are unknown at this time. The pump was brought back to the account, tested on a certamatic, and was found to be within spec. The account also ran a manual test. Again, the pump was found to be within spec. The sales rep downloaded the pump's datalog, which showed that the pump was programmed in 2001 in the autoramp mode, max rate 182.9 ml/hr, total time 12 hours, bag volume 2103 ml, upramp 30 minutes, downramp 30 minutes, ko rate 0.1 ml/hr, battery power, no delay.